Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to read as "high," exceeding 500 mg/dl. The customer managed the high blood glucose level with a correction injection via manual delivery and did not require third-party assistance. Technical support confirmed the cartridge alarm, verified it occurred during the load process, and decided to replace the pump since previous reports of alarms with consecutive cartridges were noted. The customer was advised on using manual delivery as a backup therapy, provided instructions for pump storage, and informed about steps for managing new pump software. A replacement pump with updated software was sent to the customer, who was also instructed to return the faulty pump using a pre-paid label.